Event description:
It was reported that after deployment a stent in the lad artery, difficulty was encountered upon post dilatation. While post dilating the stent, extreme resistance was met upon removal of the dilatation catheter. Upon removal it was discovered that the implantable stent had been removed and was attached to the dilatation catheter. The pt had elective surgery two days later.

Manufacturer narrative:
Quality assurance analysis of the returned device revealed that the stent was returned without the delivery system. The stent was returned on another co's balloon catheter. The stent was stretched past the tip of the catheter. Quality engineering has determined that the most probable cause of this incident is related to the condition of the other co's balloon catheter. The cause of crossing difficulties experienced with the first stent cannot be determined. This difficulty may have been related to the lesion morphology, anatomical characteristics, or inadequate support of the first guiding catheter used. The methods, which were used to cross the stent, may have caused damage to the stent or port dilatation catheter. The balloon was first used to dilate distal to the stent. Poor re-fold of the returned balloon was observed during visual inspection. This likely caused the resistance felt as the balloon was pulled back into the stent. This poor re-fold, coupled with the potential damage from the resistance experienced while attempting to cross the stent, appears to have resulted in the ultimate dislodging of the stent as the balloon catheter was removed from the anatomy. Review of the product's mfg records revealed no aberrations were discovered which could have contributed to this product performance issue. As part of the quality process, all stents are inspected during the final mfg phase to ensure proper device structure and integrity. Quality assurance will continue to monitor for this type of product performance issue. This MDR is considered closed by the quality assurance department.